Manufacturer narrative:
Method: the video taken from the laparoscope was provided to MFR and reviewed. From the video the damage to the device could be visualized and the approximate point in time in which the damage occurred was identified.

Event description:
During a laparoscopic procedure, the tether wire holding the nose cone broke. The nose cone and part of the tether wire dropped into the surgical space and were retrieved by the surgeon. Investigation is not complete but it appears that the wire may have been cut or damaged during the procedure. The surgeon was able to retrieve the nose cone in about 10 minutes. No injury or impact to pt was reported.